Manufacturer narrative:
Other, other text: d4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance check up, the gso engineer noticed the outlet was tightened with the torque of 4.5n or smaller. No patient involvement or adverse effects have been reported.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the patient outlet connected was checked to see if it was loose. The customer reported problem was confirmed. The cause of the issue was found to be because the load in the loosening direction was applied when the patient circuit was attached or detached. The patient circuit connector was tightened. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.